Manufacturer narrative:
Visual evaluation of the returned device revealed that the working length of the needle and sheath was bent at the distal end of the handle. Additionally, the distal tip of the needle was bent. The complaint that the needle distal tip bent was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in procedure. Exact procedure date unknown. According to the complainant, the needle tip was bent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI = (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in procedure. Exact procedure date unknown. According to the complainant, the needle tip was bent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.